Event description:
The right atrial lead was returned to the manufacturer after being removed due to infection, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The initial reported event was received on (B)(6) 2014. Of note, the reportable serious injury of infection was timely submitted via an alternative summary report that was submitted on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the lead has tested out of specification. This out of specification finding does not qualify for summary reporting and is therefore being submitted as a bimonthly report. (B)(4).